Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 380 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.